Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. Excessive force was not used during delivery of the device. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another device. The patient was reported to be alive with no injury.